Event description:
IV tubing primary set (ICU medical) rn hanging chemo (doxil) and attached chemo secondary line to primary line. Pump immediately alarmed when pushed start- "proximal occlusion". No occlusion in tubing or line. Had to change out primary line and then able to infuse without problem. Clave secondary port appeared to be pushed in.